Manufacturer narrative:
Motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to confirm alarms due to motor error alarms. The motor was tested outside the device and passed. No unexpected motor or pump noises were noted. The insulin pump received with missing end cap sticker. The insulin pump received with scratched lcd window.

Event description:
It was reported that the insulin pump alarmed and unable to leave the priming process. The blood glucose reading is 107 mg/dl. Advised caller that the insulin pump will be replaced. Nothing further reported.